Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged inaccuracy began in ¿(B)(6) 2013¿. At an unspecified date/time the patient obtained a blood glucose result of ¿280 mg/dl¿ with the subject meter and ¿180 mg/dl¿ with another device (ultra 2), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and stated he took an increased dose of insulin (unknown dosage) in response to the alleged inaccurate result(s). At the time of the follow-up call, the patient informed the mss that he tests his blood glucose 4-5 times a day and that his normal/typical blood glucose readings range from ¿80-100 mg/dl¿ in the morning, ¿200 mg/dl¿ in the afternoon, ¿80-240 mg/dl¿ in the evening, and ¿150-160 mg/dl¿ at bedtime. The patient stated that he adjusts his insulin doses based on his blood glucose results, exercise, and his carbohydrate intake. The patient claimed that in the past 5 months that on three different occasions he developed symptoms he associated with a low blood glucose excursion. The patient reported the most recent excursion occurred on (B)(6) 2013. The patient reported that he tested his blood glucose with the subject meter around lunchtime. The patient does not recall the result obtained at the time, but stated he based his insulin dosage on the blood glucose result and his carbohydrate intake. The patient stated he ran a few errands and then went grocery shopping around ¿4:00 to 5:00 p. M.¿ when he was at the grocery store, the patient claimed he began to feel like he¿couldn¿t think clearly, foggy¿. A volunteer emergency medical technician (emt) noticed he wasn¿t feeling good, so he gave him orange juice and called the local emergency medical services (ems). The patient stated he began to ¿feel more coherent¿ and when ems arrived, they tested him with the ems meter and obtained a blood glucose result of ¿40 mg/dl¿. Ems gave him IV glucose and continued to monitor the patient¿s blood glucose. The patient confirmed feeling better, 45 minutes, afterwards. His wife then drove him home. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the subject meter was not coded correctly. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.